Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿leadless medtronic micra pacemaker almost completely endothelialized already after 4 months: first clinical experience from an explanted heart.¿ eur heart j. 2016;37:2503. 10.1093/eurheartj/ehw137. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient¿s leadless pacemaker system. The article reported that the patient, with congenital heart disease, heart failure underwent an aortic valve replacement, and had multiple device-related infections. Subsequently, the patient was implanted with a leadless pacemaker; while the patient was awaiting a heart transplant. Four months after the implant of the leadless pacemaker, the patient had a heart transplant. The ¿native¿ heart was explanted; and the leadless pacemaker was found to be ¿embedded within the cardiac wall and nearly completely endothelialized.¿ the status of the system is unknown. The author indicated that the ¿degree of endothelialization would likely require cardiac surgery¿ and should be considered for patients implanted with the leadless pacemaker. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained through follow up with the author who stated that there "were no signs of device dysfunction or signs of infection on the medtronic micra pacemaker." The author further stated that they were "pleased with the function of the device." No further information was provided.